Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low shock impedance measurement on the right ventricular (rv) lead. Additional information was received that the patient was undergoing a cath procedure at the time the out of range measurements were observed. It was discussed with a boston scientific technical services (ts) that the patient be brought in for lead evaluation to ensure lead integrity. A request for status of the lead has been sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.